Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the auxiliary channel could not be identified. However, it¿s likely the cause is related to leakage occurring from the sc-cover unit, which likely led to reprocessing/cleaning not being conducted properly. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope exhibited a light guide lens defect. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed foreign material in the auxiliary jet channel, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. Initial leakage and electrical safety tests were performed, and a leakage was found in the charged coupled device (ccd) lens glue. Technical investigation was performed, and the auxiliary jet channel (j-tube) had foreign objects. The following additional findings were revealed: due to wear of flexibility adjustment ring, flexibility adjustment function did not work; ceiling-plate was deformed; due to deformation of scope cover unit, water tightness was lost; due to corrosion on endoscopic position detecting unit (upd) board unit, upd function did not work; plug unit had corrosion; due to damage on circuit board unit in endoscope connector, distal end section was warm; scope-case unit had discoloration; cable unit had corrosion due to water leakage; outside shield unit had corrosion due to water leakage; micro connector unit in scope-connector had corrosion due to water leakage; objective lens had a crack; objective lens had a scratch; light guide lens had a crack; light guide-bundle had breakage; adhesive on bending section cover (a-rubber) had a crack; connecting tube had a scratch; connecting tube had a dent; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to deformation of bending tube, bending angle in up direction did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.